Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported water was leaking from the cassette during the vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One 25+ gauge (ga) 7.5 cuts per minute (cpm) procedure pak was returned. The returned sample was visually inspected and no obvious defects were found. The sample was turbid in returned condition. A non-alcon white stopcock was connected to the infusion manifold and the infusion cannula line. No damage was found on the returned yellow stopcock. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The submerge leak test was performed on the cassette. No leakage was observed. The sample was tested with the non-company white stopcock in the returned condition using a calibrated console representing the current software version. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate was displayed on the console screen. The sample primed and tune with the ultrasonic hand piece, the 0.9 millimeter (mm) air bypass system (abs) tip, and the infusion sleeve from the lab stock. The sample passed the intraocular pressure (iop) calibration successfully. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected and no message code appeared on the screen. The yellow stopcock was connected to the infusion cannula line and the infusion manifold and no leakage was detected. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary.